Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached over 500 mg/dl. The patient was vomiting, shaking, sweating and chest pain. For treatment, the patient was put on intravenous (IV) fluids, insulin, potassium and electrolytes. The patient was also given diagnostic tests. The cannula was bent, while wearing the pod between 36 and 48 hours on the abdomen. The patient was discharged after 1 night.